Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into patient's operative eye, however, was removed due to capsule tear. The incision was enlarged and a 3 piece lens was used as the replacement. A vitrectomy was not required. There was no patient harm. No other information was provided.

Manufacturer narrative:
Additional information: additional information received from facility provided following information: section a2: age/date of birth: (B)(6) 1943 section a3: gender: male section b5: the eye affected was left. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jun 1, 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed on the lens. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. Conclusion: the reported complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.